Manufacturer narrative:
Vyaire complaint #: (B)(4). A vyaire field service representative (fsr) evaluated the ventilator onsite and could not duplicate the problem reported by the customer. The fsr performed ovp and performance check and all passed. The ventilator is operational and met all vyaire OEM specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator experienced a transducer fault that would not clear. The customer advised there was no patient involvement associated with this event.